Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured 6.5 centimeters (cm) from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. The fracture resulted in the observed noise and oversensing.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in storage of an atrial fibrillation (af) episode and an untreated episode. It was noted that the patient had lost a significant amount of weight and the device was noted to be moving in the pocket. Technical services (ts) discussed troubleshooting options in addition to obtaining an x-ray of the system. The patient was seen back in clinic one week later. It was reported that an inappropriate shock had been delivered due to continued oversensing of noise. Device migration due to weight loss or potential damage to the electrode was suspected to be the cause. An x-ray was performed and showed no clear damage to the electrode. Noise was able to be reproduced by palpating the area around the device, but was unable to be recreated when palpating the xyphoid area. The patient was scheduled for system explant on a future date. No adverse patient effects were reported. This product remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. This electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in storage of an atrial fibrillation (af) episode and an untreated episode. It was noted that the patient had lost a significant amount of weight and the device was noted to be moving in the pocket. Technical services (ts) discussed troubleshooting options in addition to obtaining an x-ray of the system. The patient was seen back in clinic one week later. It was reported that an inappropriate shock had been delivered due to continued oversensing of noise. Device migration due to weight loss or potential damage to the electrode was suspected to be the cause. An x-ray was performed and showed no clear damage to the electrode. Noise was able to be reproduced by palpating the area around the device, but was unable to be recreated when palpating the xyphoid area. The patient was scheduled for system explant on a future date. No adverse patient effects were reported. This product remains in service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that surgical intervention was undertaken. This electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.